Event description:
During a left knee anterior cruciate ligament reconstruction a 9mm flipcutter was introduced into knee joint. As the physician went to ream the hole the flipcutter broke into 3 pieces. The flipcutter was reamed into the joint and as physician was trying to take it back on drill, it broke. Two pieces were removed from the intra-articular space and the rest was removed from the tunnel. All pieces were retrieved. There was no injury to the patient.